Event description:
It was reported that the customer's insulin pump alarmed had an error alarm and also alarmed motor error during the manual prime and rewind process. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had an error alarm and also alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The insulin pump had a missing end cap sticker.